Manufacturer narrative:
The reagent lot number is 847777. The expiration date was not provided. The calibration and qc were acceptable. The field service engineer inspected the module and replaced a sample probe. He verified the module's flushing unit and adjustments. The sample probe findings are not available. The investigation noted that the customer has poor pre-analytical practices. The investigation determined the event was consistent with a contaminated or clogged sample probe. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable cobas creatinine plus ver.2 assay results from four patient samples tested on the cobas pro c 503 analytical unit. Sample 1 the initial result was 126 umol/l. The first repeat result was 63.4 umol/l. The second repeat result was 62.5 umol/l. Sample 2 the initial result was 117 umol/l. The first repeat result was 53.6 umol/l. The second repeat result was 53.9 umol/l. Sample 3 the initial result was 155 umol/l. The repeat result was 117 umol/l. Sample 4 the initial result was 107 umol/l. The repeat result was 86.8 umol/l. The questionable results were not reported outside the laboratory. The initial results differed from previous results prompting the patient sample reruns.